Event description:
A distributor reported difficulties with the wake button on a pump. The blood glucose level was 170 mg/dl, which is within the normal range. While the pump was recognized by a computer and started without issues, the button required hard and repeated pressing to function. There was no additional information regarding the outcome of the event, and it was indicated that a replacement pump was provided to the customer.